Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. The ess provided a reprocessing in-service or reprocessing training to the user facility staff. The ess provided the user facility staff reprocessing training materials for their reference.

Event description:
It was reported, the gastrovideoscope was not correctly reprocessed. Olympus was informed that during an onsite visit, the customer stated they do not flush scopes with the injection tube or use a flushing device, brush the distal end of the forceps elevator with the cleaning brush on the gastrovideoscope or flush the distal end with a syringe. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause as to why the customer does not clean gf-uct180 properly could not be determined. The following information is stated in the instructions for use (IFU): instructions: evis exera ii ultrasound gastrovideoscope olympus gf type uct180 "chapter 5 reprocessing: general policy" "chapter 6 compatible reprocessing methods and chemical agents" "chapter 7 cleaning, disinfection, and sterilization procedures" "chapter 8 cleaning and disinfection equipment" olympus will continue to monitor field performance for this device.